Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement device shipped to site 08/03/2015. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, a small blue ratcheting handle had the metal cap fall off. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system.